Event description:
It was reported that during the implant attempt, the physician encountered difficulty in maneuvering the lead due to the patient's anatomy. The physician opted to remove the lead and try a different access. After lead removal, the lead helix was exercised, and it was noted that the helix was 'stiff' during deployment. Additionally, it was no longer possible to retract the helix, despite multiple attempts. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. (B)(4).